Event description:
It was reported that the burr became lodged on the lesion and patient experienced vessel dissection. The target lesion was located in the severely calcified mid left anterior descending artery. A 1.50mm rotalink plus was selected for use. During the procedure, at first ablation of 180,000rpm, the burr was able to cross the lesion. However, when trying to bring the burr back into the proximal vessel, it was noted that the burr became lodged in the lesion. The physician attempted to restart ablation several times; however, "stall" message was received from the rotablator console. Consequently, the physician tried to gently pull the device; however, the burr would not come out of the vessel. He then cut the driveshaft of the burr distal to the advancer and was able to pull the burr free. It was further noted that during the process of pulling the burr, the unspecified guide catheter became pulled into the left main and the patient experienced vessel dissection. The dissection extended into both the left anterior descending artery and the circumflex arteries. Due to the patient's age, the physician decided to perform open heart bypass surgery. No further patient complications were reported and the patient status was well.